Event description:
A jag precursor was going to be used for a therapeutic biliary procedure. While removing the device from the package, it was discovered that the tungsten coating had peeled off of the guidewire.